Event description:
The reporter stated the surgeon inserted a 17.0 se/3.5 diopter aa4203tl silicone toric plate lens. The lens tore the posterior capsule upon insertion and was removed. A three-piece lens was implanted in the ciliary sulcus. A vitrectomy was not performed. The reporter stated the surgeon felt the injector/foam tip plunger was the cause of the capsule tear. The patient's pre-operative bcva was 20/200. The post-operative ucva was 20/400.